Event description:
A report was received that the patient was experiencing jolt in her arms and shoulders after a lead revision wherein electrocautery was used. Database analysis confirmed low impedance value. X-ray was done and confirmed no anomalies. The patient underwent an ipg replacement procedure. Malfunction was suspected with the ipg. The physician thinks that the ipg was causing the problems. Impedances were all within a normal range on both lead postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001.)

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.